Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A patient had surgery for a left microvascular compression trigeminal on (B)(6), 2010, in which duragen plus dp1022 was used. She was hospitalized on (B)(6), 2011 with meningitis. Also used the following competitive products during the surgery: covidien, duraseal, stryker burr hole plate and screw, cr bard ptse felt. Additional clinical information has been requested.